Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred, which could not be duplicated on investigation. There were no alarms related to the complaint noted in the pump history. The battery cap was not returned with the pump for investigation; a test cap was used for evaluation. The pump powers on normally. There we no damage found to the battery compartment or the power circuit. The pump was exercised for 24 hours with no power issues or alarms occurring.

Event description:
On (B)(6) 2011 the reporter, the patient's mother, reported the insulin pump would reboot the power after the battery cap was replaced. There was no adverse event associated with this issue. Troubleshooting revealed the battery cap was new, the cap was undamaged and securely tightened. The issue was not resolved with troubleshooting, therefore this complaint is being reported.